Manufacturer narrative:
Cmp-(B)(4). D11- unknown m/l taper kinectiv stem, unknown ml taper neck, unknown comtinuum shell, unknown ceramic liner. G3- literature- yi, j., md,phd, han, k., md, phd, nam, y., md, & kim, k., md, phd. (2016). Result of modular necks in primary total hip arthroplasty with a average follow-up of four years. Hip & pelvis, 142-147. Doi:https://doi.org/10.5371/hp.2016.28.3.142 g3 - foreign - south korea the investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see associated products:0001822565-2017-02773 0001822565-2017-02774, 0001822565-2017-02775.

Event description:
It was reported that the harris hip scores did not improve in 6 patients post operatively. No revision procedure has been reported to date. Attempts have been made and no further informaiton has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.